Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) in which therapy was inappropriately withheld due to the cardiac resynchronization therapy defibrillator (crt-d) detecting and classifying supra ventricular tachycardia (svt) rather than vt via the atrial fibrillation(af)/flutter pr logic discriminator. It was noted the patient is in complete av block, has chronic af, and had av node ablation. The device was reprogrammed to allow for better discrimination at higher rates and remains in use. No further patient complications have been reported as a result of this event.